Manufacturer narrative:
Follow-up #1: date of submission 09-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: the pump's black box showed evidence of pump reboot events. The pump was able to power on with a test battery cap. The battery cap was unable to fully tighten to the pump. The battery compartment was found to be cracked. There was no evidence of moisture contamination. The pump was exercised for 24 hours with no power interruptions observed. The intermittent power issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with intermittent power. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.